Event description:
Consumer's caregiver called stating that the whole footrest on the tdxsp-mcg power chair allegedly broke off. Caregiver also alleges that the joystick wire broke off and does not register any commands. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 3 years 2 months old. The owner's manual part number 1143190 rev g (jan-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's caregiver called stating that the footrest and joystick wire allegedly broken off the tdxsp-mcg power chair. Additional information received spoke at length with (B)(4) medical has ordered a new joystick for the tdxsp-mcg it is a 2009 w/chair. When they come to install the new joystick he will have them inspect the footplate. Frank is extremely spastic and strong, during transfers it is not unusual for him to become spastic and come down hard on the foot plate. Also when the caregivers transfer him from the w/chair to the bed they sometimes get too close to the bed. (B)(4) will ask for a new footplate. The other w/chr the tdx3base (B)(6) is a separate chair and issue, it is a 2003 and (B)(4) will order the inductive part and repair himself.